Event description:
The device was returned from the customer facility with a complaint that when the pump was plugged into ac power, the battery icon was lit instead of the ac icon. During initial manufacturing testing, the pump over-delivered. There were no reports from the customer of any adverse events while the device was in clinical use.